Event description:
It was reported that the devices were used in a laparoscopic hernia repair. The surgeon inserted a 5mm scope in a 10mm device and tried to penetrate the abdominal wall for insertion. The surgeon made a few passes with the scope through the device. He then removed the 10mm device and inserted a 5mm device. He again passed the 5mm scope through the device. The 5mm device was removed and another incision was made above the original site. It was reported that the pt was "bleeding."